Event description:
Litigation papers alleged a natural biological corrosion and friction wear caused by large amounts of toxic cobalt-chromium metal ions and particles to be released into patient¿s blood and tissue and bone surrounding the implant. Patient experienced severe pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and a slipping feeling in the hip joint and a sensation that the pinnacle device could not support their weight. Update rec¿d (B)(4) 2012¿ pfs and medical records received. Part/lot was provided. After review of the medical records it confirmed implant dislocation. The unknown hip is being changed to a femoral head and a liner is being added. There as no mention of increased ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combinations. Per wi-3430, revision c, a review of the device history records is no longer required for these products. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.